Manufacturer narrative:
The pump received with cracked display window, missing reservoir tube o-ring and broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that there is a crack across the screen and a part of the reservoir broke off. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.